Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The doctor reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blodo glucose was unknown at the time of incident. The doctor stated that the customer was given insulin drip during hospitalization. The insulin pump will not be returned for analysis.